Manufacturer narrative:
Initial reporter phone no.: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which observed that the tubing was twisted. The reported condition was verified. The cause of the condition was due to assembly issue by the automated machine were the tube is inserted into the clearlink during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set was broken. This was observed ¿while opening the device¿ (out of package). There was no patient involvement. No additional information is available.